Event description:
It was reported that the power load system would not unload the cot from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.